Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 78% stenosed, 21mm x 3.5mm, eccentric, de novo target lesion with a >=90 degree bend was located in the severely tortuous and moderately calcified right coronary artery (rca). After a 6f non-bsc guide catheter was engaged and a pt2 guidewire wire crossed the lesion, pre-dilation was performed with a 3.5x20 emerge balloon catheter. Following pre-dilation, a 24 x 3.50 rebel bms was advanced to treat the lesion. However, during the procedure, the stent failed to cross and the tip of the stent strut was deformed upon removal. The physician decided to stop the procedure after plain old balloon angioplasty. There were no patient complications reported and the patient status was stable.